Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery is approaching the indicator signifying the time for device replacement. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion and a pacing problem. It was questioned if the lifetime of the device was regular due to exit block on the atrial path with high atrial impedance and high stimulation threshold of competitor leads. The device was explanted and replaced. No patient complications have been reported as a result of this event.